Event description:
It was reported the holding sleeves were worn along the threading portion at the tips of each device. This issue was discovered after the devices were cleaned, it was reported there was no patient involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A pd evaluation has been conducted. The report indicates that the reported device 03.632.001 and similar device 03.632.036 are locking holding sleeves for the matrix pedicle screw system. These holding sleeves are the same design, one is a short version (03.632.001) and other one is a longer version (03.632.036). The matrix spine system includes 5 holding sleeves (03.632.001, 03.632.036, 03.632.085, 03.616.042, 03.616.043) for screw insertion with an appropriate driver. The distal male threads mate with the female threads of the screw thread. Improper use of this holding sleeve can contribute to the hazard experienced in this complaint. The applicable technique guides (reference #j9698-d, j9699-d and j9700-d) illustrate how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. Upon inspection of received part 03.632.001 lot # 6611821; it was confirmed that the distal tip shows minor damage to the threading. The associated drawings (03_632_001+_036 rev j, and 03_632_001_1+036_1 rev c) were reviewed. These changes, made in april 2011, were performed to address the hazard of this complaint for reducing the occurrence. The tip geometry on the inner sleeve was changed to a more constant outer diameter, and the material of the outer sleeve changed from radel plastic to anodized titanium in dco 10021253; the received instrument was manufactured in november 2011, after the implementation of these changes. As this complaint condition has not been mitigated by the previously implemented design change, a design and material review should be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional manufacturing date: december 01, 2011. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Avalign technologies ¿ nemcomed manufactured the retaining sleeve - standard, for matrix, p/n 03.632.001, lot # 6611821. There were two device history records (dhrs) to review for this lot. Po # 1248667; dated (B)(4) 2011, line 2, for (B)(4) parts. The supplier¿s certificate of compliance (dated (B)(4) 2011) indicates the parts were manufactured to p/n 03.632.001, revision ¿(B)(4)¿ and was inspected to the synthes inspection sheet # (B)(4) , revision ¿(B)(4). Non-conformance report (ncr) # (B)(4) was written on (B)(4) 2011 for the following: item #1: the 6.410 mm to 6.500mm thread major diameter was 6.025 to 6.409mm on (B)(4) out of (B)(4) parts. All (B)(4) parts were dis-positioned as returned to the supplier (rts) on (B)(4) 2011. Item #2: the parts threaded more than 1 ½ turns in the no-go member, for thread form m6.5 x .75 3h4h ¿ iso on (B)(4) out of the (B)(4) parts. All (B)(4) parts were dis-positioned as rts on (B)(4) 2011. The ncr was closed on (B)(4) 2011. (B)(4) parts were released to the warehouse on (B)(4) 2011. Po # 1248667: dated (B)(4) 2011, line 14, for (B)(4) parts. The supplier¿s certificate of compliance (dated (B)(4) 2011) indicates the parts were manufactured to p/n 03.632.001, revision ¿(B)(4)¿ and was inspected to the synthes inspection sheet # (B)(4), revision ¿(B)(4).¿ ncr # (B)(4) was written on (B)(4) 2011 for the following: item #1: the go and no-go members of the 5.95 to 6.10mm gage goes on 3 out of the 73 parts in the lot. The 5.95 to 6.10mm port of the cannulation is oversized. The 3 parts were dis-positioned as rts on (B)(4) 2011. (B)(4) parts were released to the warehouse on (B)(4) 2011. The lot was inspected to the synthes inspection sheet # (B)(4), revision ¿(B)(4)¿. Ncr # (B)(4) was written on (B)(4) 2011 for the inspection sheet not having a check for gray anodize. (B)(4) parts total were inspected 100% to verify gray anodize of the outer sleeve. This included (B)(4) parts from lot number 6611821. Mc # (B)(4)was submitted to update the inspection sheet. The parts were dis-positioned as (B)(4) (engineering) and not a supplier issue. All parts were accepted and the ncr was closed on november 29, 2011. The retaining sleeves were manufactured to the synthes tabulated drawing number p/n 03.632.001, revision ¿(B)(4)¿, released on (B)(4) 2011. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.